Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys pth (parathyroid hormone) assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 11 pg/ml. The initial result did not match the patient's clinical status and previous results, and the sample was then repeated twice. The repeat results were 51 pg/ml and 53 pg/ml, and were deemed to be correct. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The investigation noted that the secondary tube only has one (1) ml of plasma; this sample volume seems low. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.